Event description:
It was reported that this right ventricular (rv) lead was dislodged tricuspid regurgitation. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.